Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Event description:
Caller stated he is receiving very high readings. Customer stated the first couple weeks the results were normal. The past week and a half he has been receiving high readings in the 240-320 range. Caller stated he mis-dosed due to a meter result of 392 on (B)(6) 2017 at 1:32 pm. Because of the reading, he took his rapid acting insulin (humalog) and his long-lasting insulin (lantus). He started having symptoms right away. The ambulance/paramedics were called and they arrived around 2:00 pm, where they administered a glucose push and transported him to the ER where they administered a glucose drip. Once treatment was completed, call was released. Caller believes the reading in question was inaccurate. Customer only has one test strip left from this lot of strips. I asked him to send it back to us. Caller is insulin dependent. Caller is on oxygen therapy. Caller is on numerous medications due to multiple health issues. Caller's testing technique is correct. Controls were used and results were within range.